Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, returned receiver (part number stk-gl-pnk/serial number (B)(4)/lot number 5195445), was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction; however, a review of the diagnostic chart confirmed the reported event of inaccuracies. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. Additionally, it was reported that the patient had taken medication(s) that contain acetaminophen. The dexcom g4 (tm) latinum continuous glucose monitoring system user's guide states: make sure you have not taken any medications containing acetaminophen (such as (B)(6)). The receiver data log was reviewed on (B)(6) 2015. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined. Furthermore, the complaint device was not returned for evaluation. However, the receiver ((B)(4)) that was used with the complaint device was provided for investigation on (B)(6) 2015. A follow-up report will be submitted upon completion of device evaluation. At the time of contact, no injury or medical intervention was reported.